Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According tot he reporter, after successful tracheal intubation, the catheter balloon was inflated and it was found that the catheter balloon could not be inflated and fixed. It was difficult to intubate the patient and the blood oxygen reached 100%. As a result, the tracheal intubation was not implanted again. The catheter cuff was cracked and couldn't be inflated. There¿s no reintubation.